Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "occlusion " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected into the lower lip with juvéderm® volbella¿ xc. During injection, ¿occlusion occurred¿. The patient was treated immediately with ¿warm compress and hyaluronidase, and the patient was monitored until there was proper capillary refill to the area and the occlusion visually disappeared.¿